Manufacturer narrative:
Corrected information in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation the returned driver was evaluated and the tip was confirmed to have fractured off. Potential cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use these devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that five polaris 5.5 drivers broke intra-op while removing previously-implanted screws during a procedure to extend the construct an additional level. The tips were retrieved. There were no reported patient impacts. This is report four of five for this event.

Event description:
It was reported that five polaris 5.5 drivers broke intra-op while removing previously-implanted screws during a procedure to extend the construct an additional level. The tips were retrieved. There were no reported patient impacts. This is report four of five for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00350 through 3012447612-2021-00354.

Event description:
It was reported that five polaris 5.5 drivers broke intra-op while removing previously-implanted screws during a procedure to extend the construct an additional level. The tips were retrieved. There were no reported patient impacts. This is report four of five for this event.